Event description:
She had 2 endometrial ablations. The first attempt failed. A balloon ablation was aborted because the operator could not heat the water sufficiently. The first completed ablation was a radio frequency ablation. Bleeding started immediately after the ablation for about 20 days with fewer large blood clots. A second ablation was done on (B)(6) 2013. It was hot water thermal ablation. After the ablation, bleeding ceased until (B)(6) 2013. In (B)(6) , severe pelvic pain developed for 5 days. The pain has become progressively worse every month with constant blotting. 2 months later she developed severe pain and rust color vaginal discharge. After the rust colored bloody discharge stopped, pain decreased. The gynecologist who performed the ablations now states that hysterectomy is the only solution.